Event description:
It was reported to philips the device did not work on ac power during a scheduled cardioversion and tee (transesophageal echocardiography) for atrial fibrillation. The defibrillator would not stay on. The device alarmed continuously and displayed "low battery" message even though it was plugged into a red outlet. This alarm occurred once the pads were placed on the patient and the "sync" button was engaged with joules set to 200 by the md. The users attempted to silence the alarm and was not able to. The users were trouble shooting the defibrillator while the tee was being performed. The malfunctioning device was replaced before the cardioversion was performed. Another device was used to treat the patient. There was no adverse event to patient or user. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty power supply. The fse is unable to replace the faulty power supply. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site.